Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks to the hypotube with a complete separation 58cm distal from the strain relief. There was blood in the guidewire lumen. The balloon was folded tightly. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 19-jun-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the left anterior descending artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a shaft break.